Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 45 mg/dl and confusion; cause was not known. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.